Manufacturer narrative:
The insulin pump was received with an a47 alarm found in the alarm history file due to corrupted history file. No unexpected pump resetting occurred during testing. The insulin pump has minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump is having multiple issues. The pump is auto restarting itself and giving off multiple battery error alerts. This has been an ongoing problem for this customer. The customer's blood glucose level is at 100mg/dl. Product is being returned. No further information available.